Event description:
Reportable based on device analysis completed on 20 sep 2023. It was reported that visualization issues occurred. The 100% stenosed target lesion in the moderately calcified and mildly tortuous iliac superficial femoral artery. The opticross peripheral imaging catheter was selected for ultrasound examination of the target lesion. There was no problem with the image during preparation, but during insertion and before reaching the lesion, the screen went black, and nothing was displayed. The procedure was completed with a different device. No patient injury was reported. However, device analysis revealed catheter twist.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed the imaging window was kinked and there was a catheter twist in the lap joint section. Due to residues preventing removing of the rotator and imaging core assembly, the device could not be inspected for imaging core windup. Impedance testing showed an electrical open at the proximal wave form. The complaint device was sent for x-ray analysis to characterize the electrical failure further. Based on the x-ray images, the electrical failure resulted from a broken coax cable at 150cm to 140cm.